Event description:
Caller reported that the t: slim x2 pump battery would not charge, and a power source alert, alert 07, was noted in the pump history. Despite the issue initially leading to a pump shutdown, the customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. The customer resolved the issue by changing the charging supplies, using a non-tandem wall adapter and tandem charging cable even though using third-party supplies was not recommended. Technical support informed the customer about the implications of pump shutdown, such as resetting insulin on board and max hourly bolus to zero and advised monitoring for further issues. A replacement tandem wall adapter was sent to the customer.